Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic distal gastrectomy, the handle was able to recognize the reload, the stapler was able to fire and stopped in the middle there was no patient injury.